Event description:
It was reported that a user applied a new dexcom g7 sensor and observed the warm-up countdown on the dexcom app but not on the ilet, indicating a pairing or communication issue between the g7 and the ilet; the agent had the user toggle settings and re-enter the sensor code, after which the sensor continued warming up with time remaining. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the glucose sensor and the ilet, with relevance to the device¿s electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.